Manufacturer narrative:
Two tracheostomy tubes were received for evaluation in relation to the reported event. Visual inspection of the samples was able to confirm the reported event. Both samples were noted to be broken in two as described by the reported event. Root cause was unable to be determined, as it is not possible to exclude the potential for mishandling by the user in adjusting the tracheostomy as a cause. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that one of the patients trach tubes broke at the shaft. There was no patient injury reported.

Manufacturer narrative:
Two tracheostomy tubes were received for evaluation in relation to the reported event. Visual inspection of the samples was able to confirm the reported event. Both samples were noted to be broken in two as described by the reported event. Root cause was unable to be determined, as it is not possible to exclude the potential for mishandling by the user in adjusting the tracheostomy as a cause. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that one of the patients trach tubes broke at the shaft. There was no patient injury reported.